Event description:
The customer reported that their PK7400 instrument (PN B53299; SN (b)(6)) misread a sample barcode and assigned it a completely different donation number under one test. The donor sample in question was reloaded on the PK under question, and it read the sample as normal. There was no report of injury, death, or delay/change in treatment or diagnosis associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
Based on the available information provided, the probable cause for this event is unknown at this time. A Beckman Coulter Field Service Engineer (FSE) extracted data log files from PK7400 instrument for investigation. The investigation is in progress. A follow-up report will be sent with investigation conclusion. Section A2, A4, and A5: Information not provided by customer. The Beckman Coulter internal identifier is (b)(4).